Event description:
Boston scientific received information that the patient with this system was seen in the emergency room after experiencing a syncopal episode. An increase in thresholds and loss of capture was also noted on the right ventricular (rv) lead. Both the rv and right atrial lead displayed a rise and then eventual high, out of range pacing impedances. The patient underwent a system revision procedure where the device was explanted as the physician believed that the device was failing to give output. The device was reported to have been at a battery status of elective replacement indicator (eri). Both leads remained implanted. Subsequent information then indicated that the patient experienced another syncopal episode. The patient was seen for another revision procedure where the rv lead was explanted and replaced. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.